Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that insulin pump randomly squirts out insulin and buttons were difficult to push. The customer¿s blood glucose was unknown at the time of incident. Customer also explains insulin pump had random no delivery alarm and insulin pump had rejected new battery. Insulin pump was not returned for analysis.